Event description:
In 2005, cag was conducted and de novo lesions were observed at the distal end of mid left anterior descending artery (lad) and distal lad. Pre-procedure stenosis was 75% for mid lad and 90% for distal lad. The de novo lesion at mid lad was at the distal end of a previously implanted cypher and not in-lesion site. To treat the lesion, pci was conducted. Pre-dilation was conducted with a balloon (2.5/14mm) at 12 atm for 30 seconds. To treat mid lad, cypher (3.0/18mm) was implanted at 18 atm for 30 seconds. To treat distal lad, cypher (2.5x18mm: complaint product) was implanted at 20 atm for 30 seconds. There was a gap between the pms cypher and cypher implanted at mid lad. Post-dilation was not conducted. The residual % of stenosis was 0% at both the lesions. The patient was discharged 2 days later. Approximately two years and two months later, the patient complained of chest pain and cag was conducted. Restenosis was observed from inside of the implanted cypher at distal lad to the distal edge. To treat the restenosis, a des (2.5/20mm: taxus) was implanted. Procedure details were unknown. The residual % of stenosis was 0% from 90%.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.